Event description:
The hospital reported performance problems with the oxygenator. A second oxygenator was added to the circuit. A crack was noted in the gas cap at the end of the case. The hosp reported that the pt did suffer a stroke. However, the hosp has not indicated that the device malfunction caused or contributed to the pt's condition.